Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured on an unknown date between 10/26/2015 and 10/27/2015. The device was received for evaluation containing approximately 150 ml of unspecified solution in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak/flow test was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.